Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/19/2017 with the following findings: review of the black box data revealed motor error occlusion during prime errors (cs064-0001) recorded. On investigation, the pump was powered on and rewind, load and prime steps successfully performed. The pump was then exercised for 24 with a cs064-0001 alarm occurring toward the end of the testing period. The pump was opened for investigation and revealed debris in the motor connector. Investigation duplicated the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked.